Event description:
A report was received that the patient will be undergoing a lead revision procedure. The physician will open the pocket site to get to the lead. No further details are available at this time.